Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This occurred before use after the device was compounded with piperacillin and tazobactam. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: this lot was manufactured from february 23, 2015 ¿ february 26, 2015. The evaluation of the returned device is complete. During visual inspection, white particulate matter was observed to be floating within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.